Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could no be duplicated. The customer was unable to confirm if the returned batteries were used at the time of the reported event. The device was recertified and returned to the customer. Review of the device activity logs did show a critical error indicating failure of the power on self-test. The customer received a replacement set of batteries as a precaution. Its important to note that the device was dropped by the user prior to attaching the device to the patient and the log entries are consistent with the batteries becoming dislodged as a result of the impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.